Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's system was exhibiting low impedances. Surgical intervention was undertaken on (B)(6) 2023 in which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
No impedance issues were noted in the ipg diagnostic logs and the impedance logging option had not been enabled.